Event description:
The facility reported an infusion pump with failure code 812:02. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: device evaluated on 01/22/2007. Failure code 812:02 was confirmed. The device was returned unrepaired, per customer request, due to estimate refusal.